Event description:
It was reported that the device lasted less than the expected longevity. The patient is scheduled for a device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7121 implantable tachy lead (B)(6) 2010; 4196-88 implantable pacing lead (B)(6) 2010. (B)(4).